Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The customer states that during testing, the unit powered down on its own. There was no patient involved.

Manufacturer narrative:
An evaluation of the kangaroo pump was performed and the customer states the unit powered down on its own. The unit was triaged the unit would not power on. Root cause was isolated to corrosion in the reset circuit due to fluid ingress. The unit has been repaired, and recertified per procedure. The unit was restored to proper operation. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.